Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the patient's iegm shows noise for both the ra and rv leads. The source of the noise was undetermined. No adverse patient effects have been reported.